Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's step mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err69 on (B)(6) 2016. The patient's step mother did not report injury or medical intervention. No additional patient or event information is available.